Event description:
It was reported that after the intra-aortic balloon was inserted, the pump began experiencing helium loss alarms. The pt was transferred to another pump, but the alarms continued. The intra-aortic balloon was removed and it was not necessary to replace it. There were no pt complications.